Event description:
It was reported that the customer was hospitalized in 2020 due to an elevated blood glucose (bg) level, however the customer could not recall the exact date. Bg value was not provided. The customer declined troubleshooting with tandem technical support, and declined to provide additional information.